Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, partial embolization occurred. The physician successfully placed a taxus express2 3.5x20mm drug eluting sent to the distal side of the mid right coronary artery (rca). Several dilatations were performed with a non bsc balloon. A taxus express2 3.5x32mm was then delivered to the proximal rca. The physician attempted to pull back for the deciding position, but felt resistance. At this point, the guide catheter was "pulled in to the coronary," and the physician noted that the stent had dislodged halfway. It had moved 4-5 cm to the distal side. The physician thought it may dislodge so attempted to dilate it, but the distal side would not dilate. Another attempt was made to dilate with a non bsc balloon, but it would not cross completely and then ruptured. A maverick 2.5x15mm balloon was then used to dilate the incompletely dilated portion of the stent. It was dilated again using the taxus 3.5x20mm sds at 18 atms. A taxus express2 3.5x16mm drug eluting stent was then implanted at the proximal rca. The overlapping portion was dilated at 20 atms and the procedure was completed. No patient complications occurred. Patient status post procedure is "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event.